Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple complaints and product failures over the course of the last couple months with dignishield. Balloon in dignishield would not hold the 45ml of water. The green indicator would inflate but the water would not go through the tubing to inflate the internal balloon. This was the 4th failed device from this unit in the last 3 weeks. Customer recorded the lot numbers they had in their stock room. The lot numbers in their stock room a couple weeks ago were ngjyy307 and unk.

Event description:
It was reported that customer had multiple complaints and product failures over the course of the last couple months with dignishield. Balloon in dignishield would not hold the 45ml of water. The green indicator would inflate but the water would not go through the tubing to inflate the internal balloon. This was the 4th failed device from this unit in the last 3 weeks. Customer recorded the lot numbers they had in their stock room. The lot numbers in their stock room a couple weeks ago were ngjyy307 and unk.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used dignishield. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 45 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and inflated with passively with no difficulties. No issues observed with the inflation port or balloon cuff. The reported failure could not be evaluated. The device history record review could not be performed without a lot number. The reported event is unconfirmed; a labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had multiple complaints and product failures over the course of the last couple months with dignishield. Balloon in dignishield would not hold the 45ml of water. The green indicator would inflate but the water would not go through the tubing to inflate the internal balloon. This was the 4th failed device from this unit in the last 3 weeks. Customer recorded the lot numbers they had in their stock room. The lot numbers in their stock room a couple weeks ago were ngjyy307 and unk.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual: visual evaluation of the returned three-photo sample noted one opened (without original packaging), used dignishield. Visual inspection of the photo sample noted the first photo shows the inflation port detached from the catheter. The second photo shows a cut piece of the catheter. The third photo shows a document with information. This does not meet specification which states "detached, incorrect assembly and damaged catheter, arms and connector (flush, inflation, & irrigation) are not allowed. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. A labeling review could not be performed since no material lot number was provided. Correction- d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.